Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: the pouch package complaint sample was visually inspected and it was confirmed that several holes were present in the package. An ink line was drawn on the lid surface of the fmp lid and the lid material showed evidence of compression and abusive handling. There were three large rips in the lid as well as several snags and scrapes on both the top stock and the bottom stock material. During packaging process, each package is placed inside a sales unit carton immediately after sealing and random sample inspection is performed. Based on the review of lot history, no additional product handling occurred for defect, rework, protocol, etc. Damage on the package is due to abusive handling external to the packaging facility. Lot history records were reviewed and all product met all in-process and finished goods specifications upon release of the product.

Event description:
It was reported that during an unknown procedure, when the nurse pulled the product from the shelf, she noticed holes in the packaging. It was not used in surgery. Case completed with another device of the same product code. There were no patient consequences reported.